Event description:
The pt experienced a lack of effect following a motor vehicle accident resulting in whip-lash and acute cervical and thigh pain. The pump was refilled in 2005, to increase the dosage due to the lack of efficacy. At that time, a refill discrepancy of 36.7% was discovered. The pump subsequently had 4 documented within-range refills following the discrepant refill. As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff.